Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a non-boston scientific product. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. Visual and microscopic inspection revealed that the kinks in the shaft. Functional testing was completed by connecting an inflation device to the inflation port and applying pressure. The balloon was pressurized for 5 minutes and there were no leaks found. The reported burst was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a non-boston scientific product. There were no patient complications reported and the patient was in good condition after the procedure.